Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the nerve root.

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient had initial pain relief following the procedure but had a recurrence of pain approximately a month later. The surgeon determined that the superior implant may have been affecting the nerve root. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the superior implant and filled the explant hole with bone graft. He then added a shorter implant in a new position. The surgeon used neuromonitoring during the revision surgery. The patient is doing better following the procedure.